Event description:
Patient was laying in bed and bed went into reverse trendelenburg position on its own. Only controls for this function are at the foot of the bed and they were not being pressed. A non-clinical staff member was leaving the room and witnessed bed changing position with no one pushing buttons. Clinical staff was alerted immediately and they responded. Bed controls were not immediately functional. Patient was removed from the bed with mechanical lift. On evaluation, foot of bed went to floor. This was not able to be duplicated in other same model beds. The situation could not be reproduced. The company has been notified and bed has been removed from service. FDA safety report ID# (B)(4).